Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in original container jar, submerged in clear solution. The valve was discolored with remnants of bloody host tissue showing evidence of blood contact. The valve appeared to be in a compressed state. All leaflets were stiff yet pliable. All leaflets showed evidence of severe creasing. As received, all leaflets appeared to be in the closed position with gaps between all free margins. Remnants of bloody host tissue observed on all commissural areas; commissures appeared intact. The valve was submerged in warm saline; the valve maintained a compressed state. Due to the condition of the returned valve, deployment simulation could not be performed. This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while the valve was deployed to 80%, the patient became pulseless and the pressure dropped to 0 millimeters of mercury (mmhg). The valve was deployed a couple additional turns and became occlusive. The valve was recaptured and deployed again with the same issue. A second system was requested with report that the first valve was not opening. The patient was intubated and transesophageal echocardiogram (tee) was done on the mitral, aortic, and tricuspid valves. The second system ultimately was not used and the procedure was aborted. No additional adverse patient effects were reported.